Manufacturer narrative:
Evaluation of the returned pod pc confirmed offset coil winds along the length of the embolization coil. This damage was likely a result of forceful manipulation of the coil against resistance. The root cause of resistance during the procedure could not be determined. Due to the returned damage on the embolization coil, the reported coil not taking its intended shape during the procedure could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Additional device codes that also apply to this complaint: (B)(4).

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one non-penumbra coil into the target location. While attempting to position a pod pc, the coil would not take its intended shape and would not anchor in the intended location. The pod pc began flowing distal to the first anchor coil. The physician began to withdraw the pod pc and resistance was encountered as soon as the coil began to re-enter its introducer sheath. Upon removal of the re-sheathed pod pc, the physician noticed the coil was unraveled and loose near the distal tip of the introducer sheath and the coil was kinked in many locations. It was also reported that the proximal end of the pod pc was loosened and stretched approximately three centimeters long. Therefore, the pod pc was no longer used in the procedure. The procedure was completed using four additional pod pcs and four other coils with the same microcatheter. There was no report of an adverse effect to the patient.